Manufacturer narrative:
Product event summary: the device was returned, analyzed and no anomalies were found. No issues were identified that required full analysis. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4968-60 lead, implanted (B)(6) 2012. (B)(4).

Event description:
It was reported that the device migrated from the original pocket and appeared as though it were going to erode through the skin. There was skin discoloration around the edges of the device pocket. The patient reported tenderness at the site. The device was explanted and the device pocket was relocated medially. A lower profile device was implanted to lower skin pressure at the pocket. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.